Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were intermittently responding. The reporter stated that the pump keypad was noted to be peeling near the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was observed to be torn at the up and down arrow buttons. The contrast, up, and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under the contrast, up, and down button contacts. Unrelated to the complaint, the audio bolus button was found to be torn; the bolus button was confirmed to be responding appropriately. Also unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal.